Manufacturer narrative:
A company rep examined the system and confirmed that the handpieces were not being recognized. The u/s controller printed circuit board (pcb) was replaced. The system was then tested and found to meet all product specs. The rep also found that one of 3 handpieces was non functioning. The other two handpieces were able to pass functional testing. The company rep noted that the customer was using handpieces that were refurbished by another company. The u/s controller pcb is expected to return for in-house testing. A root cause has not been identified. (B)(4).

Event description:
A customer reported during a cataract extraction procedure, the handpiece was not recognized by the system and there was no suction during phacoemulsification. The handpiece was exchanged but the issue continued. Another system was used to complete the surgery. In a f/u, the healthcare professional reported the system and initial handpiece primed successfully before the procedure. The handpiece(s) used as alternatives were not recognized by the system. The surgery was completed with another system using an alternative irrigation and aspiration technique to remove the crystalline lens. As a result, the procedure was prolonged. There was no harm or injury to the pt.